Manufacturer narrative:
(B)(4). A review of the manufacturing records indicated the device met pre-release specifications. The device remains implanted, therefor an engineering evaluation could not be performed. Dicom imaging series have been requested for evaluation but they were not disclosed to gore. Cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
On (B)(6) 2019, the patient underwent an endovascular repair of a thoracoabdominal aneurysm type v which was treated with a branched stent graft component (zenith® t-branch® thoracoabdominal endovascular graft, cook medical) and three gore® viabahn® vbx balloon expandable endoprostheses (viabahn vbx device). The viabahn vbx devices were implanted in the left and right renal artery and the superior mesenteric artery. On (B)(6) 2019, an endoleak type iii from the left renal artery was detected. On (B)(6) 2019, a percutaneous transluminal angioplasty (pta) with a 6/20 mm balloon and a 7/20 mm balloon was performed to treat the endoleak. After the pta the endoleak was resolved. Reportedly the patient tolerated the procedure.